Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019. Explant date: (B)(6) 2019. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 7058454.

Event description:
It was reported that the patient underwent an explant procedure due to superficial infection at the ipg site. The paddle lead remained implanted in the patients body. No further information has been obtained despite good faith efforts.